Event description:
It was reported that during a hysterectomy procedure there was an error code: removed instrument out of patient. Nurse cleaned blade and checked connectivity of handpiece. At reintroducing the instrument into patient the blade fell off. Blade could be removed. New instrument was used. No further information is available. One device will be returning.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.